Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had electrical errors. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d10, h3, h4 and h6. The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. Based on the results of the investigation, no additional reportable malfunctions were detected. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had electrical errors. There were no reports of patient harm.